Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheating alarm reported. No patient injury/harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) confirmed the technical alarm "system over temperature" or "over temperature condition detected" likely occurred though neither recorded in the event logs. As a precaution, the scroll compressor were replaced. The drive regulators were re-calibrated, and the scroll compressor performance test was performed. The pneumatic interface module (pim) was also discovered to be damaged. The catheter extender holder on the pim was snapped off. A new pim assembly was installed. 30psi transducers were calibrated. Pim leak test passed. Iabp passed all functional testing and electrical safety checks to factory specifications. There was patient involved but no harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Received patient interface module, compressor, scroll assembly, safety disk. These parts were received with a reported unit failure of ( with the exception of the pim, which is damaged, and the safety disk which is a part of the pim, of a system over temperature alarm. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition, with the exception of patient interface module, which has a damaged catheter extender holder. The fat installed compressor scroll serial number into the cardiosave test fixture serial number (B)(6) to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. After 5 hours of run time, the fat could not verify the failure of system over temperature experienced by the customer. The compressor passed testing. The fat installed patient interface module and assembly, safety disk which is a part of the pneumatic module assy assembly, into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Patient interface module passed testing. Retaining the parts in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.